Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels of 53 mg/dl. The customer treated low blood glucose levels with carbs. The customer declined to troubleshoot low blood glucose levels. No further information was given. The insulin pump will not be returned for analysis.